Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use condition procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. The broken pitch cable was attributed to a component failure. Additionally, failure analysis found a derailed grip cable at the distal yaw pulley. The yaw motion may be non-intuitive as a result. The root cause of ¿derailed instrument grip cables¿ was attributed to a component failure. Furthermore, indentations/burrs on the edges of the distal idler pulleys, distal clevis, and proximal clevis was also identified. The root cause of the ¿mechanical indentations/burrs¿ is typically attributed to mishandling/misuse, such as instrument collisions or impact from an external object. A review of the procedure log showed the permanent cautery spatula instrument (part #470184-13 / lot #n10210621-0071) was last used on (B)(6) 2022 during this myomectomy surgical procedure with system (B)(4). The permanent cautery spatula instrument had 4 uses remaining. An image of the permanent cautery spatula instrument was analysed by an isi failure analysis engineer (fae) and photo shows a broken pitch cable. This complaint is considered a reportable event due to the following conclusion: this permanent cautery spatula instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall inside the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the customer discovered that the permanent cautery spatula instrument wire was out of track and broken. There was no report of any fragments falling inside the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: the instrument was reportedly inspected prior to use, and no issue was noted. The issue was identified during tissue dissection. No instrument collision was observed. It was confirmed that no fragments fell inside the patient during the procedure.